Manufacturer narrative:
Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the primary, revision operative reports, office notes and x-ray printouts by the consulting clinician indicated "[...]"when seen on (B)(6) 2014 it was noted, "one week ago ... Sit in a low seat and rotated and dislocated. Reduced under anesthesia. Since then pain is two over ten, which increased with activities and decreased with rest. Walking without aids. X­ ray: satisfactory position without signs of mechanical complication." [...]"there were no complaints referable to the hip." [...]"the previously reviewed material analysis report noted the likelihood of impingement of the stem neck on the acetabular shell and likely mechanically assisted corrosion process in the femoral head trunnion. There is no histologic confirmation that this patient's symptoms were related to altr. Chronic periprosthetic infection with a low virulence organism has not yet been completely ruled out." Product history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. A review of the provided medical records by the consulting clinician revealed [...] "When seen on (B)(6) 2014 it was noted, "one week ago ... Sit in a low seat and rotated and dislocated. Reduced under anesthesia. Since then pain is two over ten, which increased with activities and decreased with rest. Walking without aids. X­ ray: satisfactory position without signs of mechanical complication. [...] "There were no complaints referable to the hip." If additional information and/or device becomes available, this investigation will be reopened. Device not returned.

Event description:
[...]" When seen on (B)(6) 2014 it was noted, "one week ago ... Sit in a low seat and rotated and dislocated. Reduced under anesthesia."